Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Therefore, no definitive root cause can be determined.however, the customer reported that they did troubleshooting and identified that the fuse on power board is blown. The end user replaced the defective components like board, motor and turbine driver board and the issue was resolved. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It is reported to vyaire medical that the vela ventilator experienced motor fault and hw fault alarm and the device power board overheat. There was no information regarding patient involvement.